Manufacturer narrative:
Account found the power plug on the pcm was loose. He connected the power plug properly to repair this bed.

Event description:
Account said this bed has no bed functions. He said nobody was hurt. Bed is in the bed shop.